Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 1: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: city: unknown/ not provided. Section e1: reporter: state, province or territory: unknown/ not provided. Section e1: reporter: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the phaco was done until the monofocal non preloaded intraocular lens (iol) insertion. Upon visco removal, it was noted that there was a zonular dialysis 180 degree from 7 o'clock. Iol was removed during same procedure. Vitrectomy was performed and sutures were required. Medications were prescribed. No further information is provided.